Event description:
Customer reported a button error alarm. The customer's blood glucose was 110 mg/dl. The customer stated he was sweating on the insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm noted. Insulin pump act and up arrow buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify battery out limit alarm and perform displacement, basic occlusion, occlusion, prime, no delivery test due to no button response. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.